Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low impedance on the svc to can vectors was observed. Noise was sensed with arm movement. Lead fracture was suspected. The physician did not want to replace or remove the lead as the patient was doing well and his dfts were normal. The svc was programmed off.